Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. No further information has been provided on surgical intervention to resolve the issue. No additional patient complications were reported.